Event description:
It was reported that an ep-fit plus trial insert std 48/32 was broken inside of it original packaging. As this was noticed during unboxing, there was not patient involved.

Manufacturer narrative:
H3, h6: it was reported that an ep-fit plus trial insert std 48/32 was broken inside of it original packaging. As this was noticed during unboxing, there was not patient involved. The device, used in treatment, was not returned for investigation. For the batch and part in scope no further complaint was registered in the performed complaint history review. Furthermore, the production documentation was reviewed and no deviations were detected. There are no indications that the part failed to match specification at the time of manufacturing. A relationship between the reported event and the device cannot be confirmed. No probable cause can be determined. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. No further actions have been initiated. If the reported device or additional information become available, this investigation will be reopened.

Manufacturer narrative:
It was reported that an ep-fit plus trial insert std 48/32 was broken inside of it original packaging. As this was noticed during unboxing, there was not patient involved. The device, used in treatment, was not returned for investigation. A production documentation review and a complaint history review were conducted. There are no indications that the part failed to match specification at the time of manufacturing. A relationship between the reported event and the device cannot be confirmed. No probable cause can be determined. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. No further actions have been initiated. If the reported device or additional information become available, this investigation will be reopened.